Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one jugular denali filter delivery system. The tuohy-borst was returned loose. The pusher catheter exhibited a kink approximately 29.2cm from the proximal end of the handle. It is unknown how or when the kink occurred as it was not reported by the user. The manner in which the device was packaged for return may have contributed to the kink. The introducer sheath was returned cut. No other visual anomalies were identified on the returned device. Functional/performance evaluation: a mandrel was used to deploy the filter. The filter had all 6 arms and 6 legs present and intact. No limbs were crossed upon deployment. The hub of the returned introducer sheath was sliced open longitudinally and there were no gaps or skiving present. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based upon the returned sample condition, the complaint investigation is confirmed for the filter failing to advance through the sheath, as the filter was returned lodged inside the sheath. The definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: warning: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter was unable to be advanced through the deployment sheath. The filter system was exchanged for a new filter that was deployed successfully. There was no reported patient injury.